Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 1 on the home choice (hc). The home patient (hp) stated that she disconnected during dwell 1 and thinks she might have not clamped off the patient line before disconnect. The technical service representative (tsr) instructed the hp to cycle the power alarm to clear the alarm and advised the hp to let the nurse know of possible exposure to air. The tsr advised to start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn they were not made aware of the alarm. The hp was doing fine with therapy and is aware of the proper setup procedures. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported that they had a clamp open. A clamp open is a use error that can cause a system error 2240. The instructions are accurate and provide sufficient level of detail on preventing the system error 2240 issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.